Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient needed to charge the implantable pulse generator (ipg) more often. It was also noted that the ipg was not connecting to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.